Event description:
The hosp reported that after an endoscopic vein harvesting procedure, the hemopro jaw coverings came off. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot on the cold jaw had completely dislodged. The dislodged boot was not returned. Based upon the eval results, the reported complaint was confirmed. (B)(4).